Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix became stuck in the superior vena cava (svc) due to not being fully retracted. It was also reported that the patient reported pain in their right shoulder and the rv lead was suspected to have perforated the svc due to the helix retraction issue. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.